Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the right cylinder connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 cylinders were not returned for analysis. The ams700 ms (momentary squeeze) pump was leak tested, visually and microscopically inspected, and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament. A hole was present in the krt to the cylinder. There was no damage to the inner portion of the tubing; therefore, the tubing passed the leak test performed. The pump to cylinder krt was cut to remove the window quick connect prior to the functional testing. The pump was functionally tested and did not pass the activation test. The analysis concluded that the pump activation issue could affect the functionality of the device. B3: event date update to two weeks prior to procedure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder tube crack. Following the surgery, the patient was stable, improved and the event resolved.